Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer continued to use the existing cartridge for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level ranged from 170 mg/dl to 196 mg/dl.